Manufacturer narrative:
The cobas 5800 serial number was (B)(6). The investigation indicated no product-related issues were identified. The root cause is that the sample is at the assay's limit of detection (lod). A sample with a viral load below the lod will exhibit intermittent reactivity due to the poisson distribution.

Event description:
There was an allegation of discrepant cobas® mpx (192t) results from the cobas 5800 analyzer during validation of the cobas 5800. A non-reactive result was generated on the cobas 5800. The cepheid generated a positive result (1.6 log).